Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips did not come out to be properly loaded into the jaws during laparoscopy-assisted distal gastrectomy. The user gripped the handle as a test loading outside the patient's body which had the same result. The device was replaced with a new one to complete the operation. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800543 was manufactured on 11/26/2018 a total of 288 pieces. Lot was released on 11/30/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). The sample appears used as there is biological material present on the device. First, the clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier as it became stuck in the bent rotation tab. Resistance was felt upon engaging the trigger. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The proximal end of the feeder was also bent due to the clip stacking. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. One sample was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly into the jaws of the applier as the clip was located to the side of the pusher head (distal end of feeder). Upon functional inspection, the first clip was unable to load properly into the jaws of the applier as it became stuck in the bent rotation tab. Resistance was felt upon engaging the trigger. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The proximal end of the feeder was also bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clips did not come out to be properly loaded into the jaws during laparoscopy-assisted distal gastrectomy. The user gripped the handle as a test loading outside the patient's body which had the same result. The device was replaced with a new one to complete the operation. No clips fell in the patient.